Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior. One clip was successfully implanted. To further reduce mr, an additional clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. The clip was then retracted back into the atrium where it was confirmed that both grippers were functioning as intended. The clip was advanced into the ventricle again where the anterior gripper was unable to be confirmed. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the returned device to analyze, a cause for the reported difficult single gripper actuation issue could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.